Manufacturer narrative:
Device evaluation: a software analysis was completed utilizing an exam analysis methodology. It was found that the behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the exam was reviewed and the CT had gantry tilt (confirmed with the s8) and the mr showed an error for gantry tilt on the 3.0.1 software. It was suggested that the site upgrade to 3.1.

Manufacturer narrative:
No servicing or testing was performed on the system at the site because resolution of the issue was confirmed on call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a transphenoidal direction functional endoscopic sinus surgery (fess), the site was unable to load mris and CT images through electronic picture archiving and communication systems (pacs) as well as cd. It was reported that the exams appeared stating "exam does not contain valid data for navigation" as well as being only ten slices. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the site was able to import images for procedures the following day which showed that the software was working as designed. No additional information was provided.